Event description:
It was reported that pump screen was almost completely dark and illegible, and customer was unable to interact with pump or read pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping address, instructed customer to place current pump into storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return problematic pump using prepaid label within ten days.